Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, as the penumbra coil 400 was inserted through the rotating hemostatic valve, the physician noticed that the penumbra coil 400 was kinked. The physician used another device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the pusher assembly was fractured approximately 20.0 cm from proximal end of the pusher wire. The coil was detached from the pusher assembly. The pull-wire was exposed approximately 35.0 cm out of the fractured region of the pusher. Conclusion: the complaint has been evaluated. The complaint indicates that the user noticed the coil was damage when the loading into the rhv. Evaluation of the returned device confirmed a fracture in the proximal region of the pusher assembly. This damage was not noted until the device was being loaded into the rhv therefore; it appears that the pusher assembly was loaded into the rhv against resistance, causing the pusher assembly to kink and fracture. The coil detached when the due to the fracture. These devices are 100% functionally tested and visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.